Manufacturer narrative:
Analysis of the [recharger], model [97755], s/n [(B)(6)], revealed. Analysis found: found no issues with finding or charging medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it took them longer to recharge the implantable neurostimulator (ins). They said they started at 30% and took them an hour to recharge the ins. The patient met with a manufacturer representative (rep) who adjust their stimulation and was advised to call patient services (ps) to replace the battery. Agent reviewed charging duration that it would took 2-2.5 hours to recharge the ins from 0%-100%. The patient mentioned there was nothing wrong with their battery they were just calling to let us know what their rep told them. Agent reviewed general information and their external components was working as intended. Additional information was received from the manufacturer representative (rep) on 2025-sep-11. The rep called in and said the patient (pt) told them that the pss that took original call told them that it can take 2 to 2.5 hours to charge ins, which rep says they know is not correct. The rep said that they asked pt to check controller port and they said it looks intact. Rep wasn't with the patient at the time of the call. Told rep they would call pt back. Pss called pt back and they said the recharger (rtm) has been heating up lately when charging. A request was sent to repair dept to replace the rtm.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.